Event description:
It was reported via repair work order that the footend lift was stuck in an elevated position as it was out of calibration. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. It was also reported that the bed was stuck in elevated position due to a broken cable assembly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.